Event description:
It was reported that after drawing sample, foreign matter was seen in the tube with a bd vacutainer® no additive (z) tubes. The following information was provided by the initial reporter: red debris in sample tube after pulling sample.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were received from the customer facility for evaluation. The photos were reviewed and the foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after drawing sample, foreign matter was seen in the tube with a bd vacutainer® no additive (z) tubes. The following information was provided by the initial reporter: red debris in sample tube after pulling sample.

Manufacturer narrative:
Correction: g.4. Date received by manufacturer: 7/2/2019.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after drawing sample, foreign matter was seen in the tube with a bd vacutainer® no additive (z) tubes. The following information was provided by the initial reporter: red debris in sample tube after pulling sample.